Event description:
The customer reported a keypad anomaly in the insulin pump. The customer was advised to wait until the bolus finished to resume device function. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.